Event description:
It was reported that the device was used during an unk procedure at an animal hospital . An error code 5 was received. Another device was used to complete the case. No patient consequence.